Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. Testing conditions are unknown. The owner's guide and previous field returns have been reviewed. It is not clear as to how long after the initial measurement the comparison measurement was made. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the reported high measurement, compared to the patient's symptoms and a comparison measurement cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended.

Event description:
The caller reported on (B)(6) 2021, he took some blood glucose measurements with the presto blood glucose monitoring system and received measurements in the 70s (mg/dl). Shortly thereafter he reported feeling confused and first responders were called. When the took his blood glucose measurement, it was in the 20s (mg/dl). He was sent to the hospital. There was no information on the meter brand used by the first responders, the time between measurements, medication taken before the incident or any treatment administered to the patient.

Manufacturer narrative:
Follow-up report submitted following confirmation investigation. The device was returned and a confirmation investigation was performed. There were no defects found with the device. Testing conditions are unknown. The owner's guide and previous field returns have been reviewed. It is not clear as to how long after the initial measurement the comparison measurement was made. Based on the the information provided, the root cause of the reported high measurement, compared to the patient's symptoms and a comparison measurement cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. No corrective action will be performed as no defects were found. This complaint will continue to be trended.